Event description:
It was reported that a piece of the bd insyte¿ autoguard¿ bc shielded IV catheter broke off from inside and came out of the hub when retracting the needle. The following information was provided by the initial reporter: "during insertion of an IV 22g bd insyte autoguard bc pro catheter, upon retracting the needle writer noticed a piece of broken plastic come out of the catheter hub. Attempted to flush IV and would not flush. Removed IV. Examined hub and noticed that the piece of plastic had broken off from inside the catheter and it was making it so the catheter was unable to flush, even once removed from patient."

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a piece of the bd insyte¿ autoguard¿ bc shielded IV catheter broke off from inside and came out of the hub when retracting the needle. The following information was provided by the initial reporter: "during insertion of an IV 22g bd insyte autoguard bc pro catheter, upon retracting the needle writer noticed a piece of broken plastic come out of the catheter hub. Attempted to flush IV and would not flush. Removed IV. Examined hub and noticed that the piece of plastic had broken off from inside the catheter and it was making it so the catheter was unable to flush, even once removed from patient."